Manufacturer narrative:
The reported field event of an inability to perform induction testing was confirmed in the laboratory and was due to an alert for possible lead issue. After the alert was cleared through the use of the programmer, induction testing was possible. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The device was tested on the bench and no anomalies were found. The cause of the reported inability to perform induction testing is believed to be due to a lead anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to normal eri, when physician performed induction test with the new device connected to the lead, it short circuited leading to low hv impedance. Insulation anomaly was noted. The lead was capped and replaced. The device was subsequently replaced when induction testing was not available after connecting to the new lead. Patient was stable throughout the procedure.